Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited shock impedances of greater than 200 ohms. Device data was preserved and submitted for boston scientific engineering review. Engineering analysis showed the device had been emitting tones due to the high shock impedances, and most of the impedances had been approximately 350 ohms. Xrays were performed which did not show an electrode fracture. No adverse patient effects were reported. The system remains in service.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited shock impedances of greater than 200 ohms. Device data was preserved and submitted for boston scientific engineering review. Engineering analysis showed the device had been emitting tones due to the high shock impedances, and most of the impedances had been approximately 350 ohms. Xrays were performed which did not show an electrode fracture. No adverse patient effects were reported. The system remains in service. Additional information was received which reported that the explant of this system was postponed due to the patient needing atrial flutter ablation and medication therapy prior to the defibrillation threshold (dft) testing at the system changeout. Tachycardia therapy was programmed off, and the patient was given a life vest until the device system replacement. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited shock impedances of greater than 200 ohms. Device data was preserved and submitted for boston scientific engineering review. Engineering analysis showed the device had been emitting tones due to the high shock impedances, and most of the impedances had been approximately 350 ohms. Xrays were performed which did not show an electrode fracture. No adverse patient effects were reported. The system remains in service. Additional information was received which reported that the explant of this system was postponed due to the patient needing atrial flutter ablation and medication therapy prior to the defibrillation threshold (dft) testing at the system changeout. Tachycardia therapy was programmed off, and the patient was given a life vest until the device system replacement. No additional adverse patient effects were reported. Additional information was received that this s-ICD system was surgically abandoned. A new device system was implanted and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.